Event description:
It was reported that during normal follow up the physician had difficulties to interrogate the device and the device lost telemetry a few minutes after interrogation. It was also reported that the device had a battery voltage less than elective replacement indicator (eri) and was at vvir 60bpm. A surface electrogram (ECG) was performed and the rhythm was at 60bpm (paced) and auricular atrial anti-tachycardia pacing (atp) therapies were viewed. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.